Event description:
The customer reported that the system masking function was not working and they couldn't see half of the area of interest in the displayed image. This issue created an unusable image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. No further repair info is available at this time.